Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the drain tubing at the mixing chamber. The tubing was replaced, resolving the leak and differential issues. The flow cell was realigned; the tubing from the samples and the sheath lines were replaced as part of incidental service. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 mls of clear fluid leaked from the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The customer stated that there were no differential results being recovered on patient samples. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.